Event description:
Icy hot heat therapy air activated heat patch applied to lower back when removed caused burn area with redness and loss of skin in places with blisters pain and stinging in approx 2x2in area. Dose or amount: one patch for 8 hour relief, frequency: once in 24 hour, route: top. Dates of use: 2008. Diagnosis or reason for use: back pain.